Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2017 with the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the battery cap threads were stripped and the cap was unable to fit to the returned pump or a test pump. The cap did not become stuck during investigation. A test cap was able to fit for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for more than three hours while the cgm was in range. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.